Event description:
Olympus was informed that during an unspecified therapeutic transurethral resection (tur) procedure, the surgical team noticed a broken and partially missing ceramic insulation at the distal end of he suspect medical device. It is unknown when exactly this damage occurred and whether a fragment/part fell inside the patient during the procedure which was reportedly completed by using the same set of equipment. However, no pieces were found during search and there was also no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.